Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that occlusion alarms occurred and the pump shut off unexpectedly. Customer¿s blood glucose level was 239 mg/dl. The customer reverted to an alternate method of insulin therapy. The customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally, based on the analysis, the alleged shutdown and occlusion issue could not be verified.